Event description:
It was reported the customer received a no delivery alarm. Customer also stated their insulin pump was stuck in rewind mode. Customer also reported their blood glucose reaching 425 mg/dl. Customer had treated their blood glucose with a manual injection of humalog. The customer's blood glucose was 125 mg/dl at the time of the call. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer's cannula was bent upon removal of their infusion set. Customer was also advised to change their infusion set. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.